Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 pocket d1 was failed. A field service engineer replaced the full-height drawer 5 in the auxiliary unit and powered up the station. Configured drawer 5 in the auxiliary, and upon completion, found six cubies showing as failed even though no cubies were physically present in the drawer. Proceeded to delete the cubies with customer, and after removal, no failed icons remained. Performed testing in the hardware test application on the full-height cubie drawer 5 in the auxiliary, and all tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 5 had opened and was clicking but was not releasing the cubie packet d1. The customer stated that an error message reading initializing device manager and a failed drawer error initially appeared. After the machine was rebooted, the error no longer appeared, but the drawer remained failed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.